Event description:
Caller reported a malfunction on the pump, identifying it with malfunction code malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with information on resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned.